Event description:
It has been reported by a kimberly clark sales representative that during the dilation process of feeding tube placement, the white tip of seral dilator on the mic-key g introducer kit allegedly broke off into stomach. The piece was retrieved during the procedure. No adverse effects were noticed during the procedure as reported by the surgeon. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
Incident sample will not be sent for evaluation. Lack of a subject sample or photographic images makes it difficult to determine the root cause of the reported event. However, the production history for this product code was reviewed finding no anomalies to be documented. No additional information has been received at this time. A follow-up report will be sent if additional information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.